Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime unit during prime test due to the force sensor damaged by moisture. No motor error alarms noted. Corrosion was found at the motor home switch per visual inspection. The device was received with cracked case at the display window corners and minor scratched lcd window.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer does not recall any significant events leading up to the error alarm. Blood glucose level was 162 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.